Event description:
Additional information received indicated that the during the surgery, the physician noted the left ventricular (lv) lead was dislodged due to twiddler's syndrome.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's left ventricular (lv) lead was failing to capture. The patient was asymptomatic. The lv lead was explanted and replaced. The patient was stable throughout.